Event description:
It was reported that during an unknown procedure, the jaws would not open. The case was completed by using another like device. No patient consequence was reported. One device is being returned.

Manufacturer narrative:
(B)(4). Additional information: the instrument was received with the energy button detached and returned with the instrument. The button was reattached to the instrument. Upon visual inspection under magnification it was noticed that the upper jaw was slightly damaged at the retention pin interphase. Resulting in the jaw been loose and difficulty in opening and closing of the jaws. However the damage was not significant enough to prevent the device from cycling. Although no conclusion could be reached as to how the button detached from the instrument it should be noted that our manufacturing process verifies the presence and functionality of the instrument prior to shipping. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Only year known, assumed 1st day of month ((B)(6) 2013) that complaint was reported. Additional questions asked: was the device on a vessel/artery when it would not open? If yes, how was the device removed? (I.e. Cut off, forced opened) if cut off, did this cause a change in the plan of care for the patient?